Event description:
The physician was attempting to deploy a 4.0mm diameter x 12mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient. It was reported that the integrity device was the first device used in the procedure and the stent was positioned well and inflated but the balloon wasn¿t able to keep the pressure. It was reported that the balloon partially inflated but was not able to keep the pressure and contrast was seen coming out of the balloon of the device. Thus the physician needed several attempts to finally implant the stent. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause for event is undetermined). Conclusion: inconclusive ¿ investigation in progress. Conclusion not yet available: evaluation in progress. (B)(4).

Event description:
It was confirmed that no abnormalities were noted with the device during inspection prior to use, or during the performance of negative prep prior to use. Device evaluation: the device was returned to medtronic for evaluation. The distal tip was slightly flared. The balloon folds were partially opened. Crimp impressions were visible along the working length of the balloon. On pressurization of the device the balloon failed to maintain pressure and a leak was detected from the balloon. Visual inspection confirmed a short radial tear on the balloon working length proximal to the distal inner shaft marker. A lead-in scratch was visible on the surface of the balloon, distal to the tear. Sem analysis completed on the tear site show mechanical damage to the balloon material at the leak site with a scratch distal to the tear.

Manufacturer narrative:
Evaluation results: related to operational context (no abnormalities noted with the device during inspection or preparation prior to use - root cause of the reported event was most likely procedural related). Evaluation conclusion: operational context contributed to event (no abnormalities noted with the device during inspection or preparation prior to use - root cause of the reported event was most likely procedural related).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.